Event description:
It was reported that, "when placing xia2 blocker (B)(4) into screw head, one piece of the thread broke off of the blocker. Shard was removed from patient, new blocker replaced."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.